Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's parent that the customer received emergency medical assistance and got hospitalize due to low blood glucose on multiple occasions with blood glucose of 20 mg/dl at the time of one of the incidents. The caller stated the customer had defective sensors that they blame for the adverse events. The caller did not mention how the customer was treated. The caller did not mention any symptoms. The customer was wearing the insulin pump during the incident. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. Troubleshooting was not completed as the caller declined. The insulin pump will not be returned for analysis.